Manufacturer narrative:
The field service engineer (fse) replaced the probe wipe and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the probe wipe. A definitive root cause is unknown. (B)(4).

Event description:
The affiliate stated the customer reported frequent probe wipe blockage causing improper rinse involving the coulter lh 780 hematology analyzer. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.